Event description:
On (B)(6) 2012, the pt underwent endovascular aortic repair with a gore excluder aaa endoprosthesis featuring c3 delivery system to treat an abdominal aortic aneurysm. During the procedure, the trunk-ipsilateral component was deployed as planned. The physician then constrained and rotated the trunk in an attempt to cannulate the contralateral gate. A pigtail wire was advanced, and it appeared to the physician on angiograph that the gate was cannulated successfully. However, the contralateral leg component was deployed outside the gate. The physician made two unsuccessful attempts to maneuver the contralateral leg back inside the gate. The physician then performed an aortouni-iliac and femorofemoral bypass. In this procedure, a second trunk-ipsilateral component was implanted, and a cook brand iliac plug was installed on the left side. The aneurysm was successfully excluded, and the pt tolerated the procedure.

Manufacturer narrative:
Other excluder component included in this report: (B)(4). Result - a review of the mfg records for the devices verified that the lots met all pre-release specs. Per the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to improper component placement.